Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (clear residue on lens). (B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.0/+1.5/177 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.